Event description:
It was reported through clinic notes that the patient had a slight reduction in seizure frequency since vns placement but reported that the severity had increased. The patient's neurologist could not confirm an increase in seizure severity. No further relevant information has been received to date.